Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the measurement lines are wrapped around the barrel of the syringe. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel scale marking is skewed. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel printing process. As the lot provided is 'unknown,' a device history record review could not be completed. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received 1. Any adverse event or serious injury reported to patient or healthcare professional? No, not currently. 2. Was there a delay of, or change in, the course of treatment due to the event? The IV room tech has to stop and break open another syringe, so the measurement is correct. 3. Any sample or photo available for investigation? Yes, it is attached to this email. 4. How was the patient outcome? Are there any clinical signs, health consequences or impact? The defective syringes have been getting tossed as they are being found before they are used to draw up any doses for the patients IV medicines. 5. How was treatment completed for customer? The patients received their IV's that were drawn up with normal/correctly printed syringe. 6. Patient status? Patients are fine because we are throwing the defective syringes away and grabbing a new, correct syringe before drawing up any medication. 7. Any picture of this complaint yes it is attached this email. 8. Please explain elaborate issue? We have had several different size sterile bd luer-lok tip syringes and bd safetyglide insulin syringes where the measurements lines that are printed on the barrel syringe are askew. The measurements are not being printed straight up and down the syringe like it should. They are twisted around the syringe, thus causing inaccurate measurements. 9. Date of event? 1/9/24 is the first time I was told about the issues regarding the syringes, but the techs said they have found several of them in the past month. 10.physical available/not available? Yes. 12. Customer address? (B)(6). 13.lot number: n/a. The techs in the IV room already threw away the wrapper containing the lot number on it that belonged to the sample syringe they provided me. But it has been several different sized syringes they said they have seen it on. The sample syringe they gave me, is the worst one they have seen so far. Material#: 302830, batch#:unknown. It was reported by customer that there have been several sterile bd luer-lok and insulin syringes we've noticed that the measurement lines are wrapped around the barrel of the syringe and not straight down the barrel. It's been seen in several different syringe sizes, not just one. This causes inaccurate measurements of drugs that will be injected into the IV bags that will be used for patient treatment. These inaccurate measurements could cause serious issues in a patient if they are given an IV that was made with one of these messed up syringe printed measurements. This complaint is actually coming from (B)(6). My account is just tied to the (B)(6) location. Verbatim: (B)(6) received a complaint via email. Email(s) attached. There have been several sterile bd luer-lok and insulin syringes we've noticed that the measurement lines are wrapped around the barrel of the syringe and not straight down the barrel. It's been seen in several different syringe sizes, not just one. This causes inaccurate measurements of drugs that will be injected into the IV bags that will be used for patient treatment. These inaccurate measurements could cause serious issues in a patient if they are given an IV that was made with one of these messed up syringe printed measurements. This complaint is actually coming from (B)(6). My account is just tied to the (B)(6) location.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 302830. Batch#:unknown. It was reported by customer that there have been several sterile bd luer-lok and insulin syringes we've noticed that the measurement lines are wrapped around the barrel of the syringe and not straight down the barrel. It's been seen in several different syringe sizes, not just one. This causes inaccurate measurements of drugs that will be injected into the IV bags that will be used for patient treatment. These inaccurate measurements could cause serious issues in a patient if they are given an IV that was made with one of these messed up syringe printed measurements. This complaint is actually coming from (B)(6). My account is just tied to the (B)(6) location.